Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) revealed picture three with damage present in the cuff. Functional testing done with sample pn:100/810/075 which revealed leaking after inflating air into cuff and submerging into water. Air bubbles were revealed and confirmed complaint. Engineering manufacturing was reviewed and product tested at 100% prior to leaving manufacturing. The root cause is that the cuff was damaged after it left the shm facilities due to the product is 100% uson leak tested.

Event description:
Information was received indicating that air leaked after inserting the portex tube blue line ultra in to the patient even though it functioned properly when it was checked prior to use. There was no adverse event reported.